Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when they attempted to remove their aligner their tooth broke off. The tooth could not be saved and they had to get an implant. As instructed, they visited a dentist and the dentist found the patient presents with class ii division 2 mal-occlusion with mild to moderate maxillary and mandibular anterior crowding. In my professional opinion, orthodontic treatment, especially clear aligner treatment, can not be achieved without ipr( inter proximal reduction) and elastics which obviously require doctor supervision and treatment. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.